Event description:
Saw blade broke during surgery. Pieces obtained. Manufacturer response for sagittal blade, (brand not provided) (per site reporter) still waiting for investigative results. There has been 9 reports for the same issue in the last 5 months.